Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent altitude alarms occurred. Reportedly, the pump was not exposed to high altitude. The cartridge was changed in an attempt to clear the alarm. During troubleshooting with tandem technical support, the alarm was cleared after removing and reattaching the current cartridge. Pump therapy was resumed. Blood glucose was 215 mg/dl.